Event description:
International affiliate reports a pt presented approx 1.5 months following mesh implantation with symptoms of bowel occlusion, cause unknown. Pt was returned to surgery and presence of adhesions was found. No further information regarding intervention was recieved.